Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had been pulled due to patient growth, which resulted in the tip of the lead breaking. The fracture was confirmed by a chest x-ray. It was noted that the rv lead had a slight impedance increase since that last device check and it exhibited high thresholds. Since there was no patient injury observed, the physician chose to monitor the patient and leave the rv lead in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was replaced and remains in the patient.